Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a pre-existing flail. A mitraclip xtw was implanted without issues. A second clip, a mitraclip xtw, was then inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip opened more than 20%-30%. In the physician's opinion, the clip opened due to the pre-existing flail or the presence of chordae. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.